Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and cloudiness/voids in the gel after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was creases/folding of implant condition was observed, nevertheless was not related to the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Event description:
Additionally, healthcare professional noted "any creases". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.